Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The reported complaint was not able to be confirmed by the photo. The customer returned one unit of 528135 visistat 35r 6/box for investigation. The trigger was returned engaged. The stapler was returned with zero staples remaining in the cover block, indicating that every staple was fired by the customer. Because the stapler was returned with no staples remaining, functional inspection could not be performed. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint was not confirmed based upon the sample received. The stapler was returned with no staples remaining in the cover block. For this reason , functional testing could not be performed, and the reported complaint could not be confirmed. A DHR review was performed with no evidence to suggest a manufacturing related cause. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
The report states "skin stapler cannot work properly". Additional information received states that while in use, the stapler jammed. Further information was not available via the customer. If additional information is received, the complaint file will be updated.

Event description:
The report states "skin stapler cannot work properly". Additional information received states that while in use, the stapler jammed. Further information was not available via the customer. If additional information is received, the complaint file will be updated.

Manufacturer narrative:
Qn# (B)(4). Other remarks: n/a corrected data: n/a